Event description:
Implant fracture.

Manufacturer narrative:
Implant region 16 fractured. Patient suffered from peri-implantitis. Product was not returned. No evaluation possible.

Event description:
Implant fracture.